Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
Per the end user, after wearing for 3 days they noticed slightly reddened skin. End use is experiencing itching and redness under the adhesive. No further information provided.